Event description:
Philips received a complaint on the earlyvue vs30 vitals monitor indicating that while monitoring patients vitals the vs30 displayed speaker malfunction, and sound is on one side of the vs30 and not the other. The device was in clinical use at the time the issue was discovered. There was no adverse vent or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed verified they received a replacement speaker assembly and installed it, and the speaker malfunction was now gone, and the vs30 was working as intended. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.